Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported that he was performing maintenance on tango optimo with the front acrylic cover removed when the pipettor needles started moving and the rinse cycle started. The cover had been removed by going to the maintenance menu and selecting remove front cover. The tango optimo operator has not been hurt by this incident. The investigation of this incident is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he was performing maintenance on tango optimo with the front acrylic cover removed when the pipettor needles started moving and the rinse cycle started. The cover had been removed by going to the maintenance menu and selecting remove front cover. The tango optimo operator has not been hurt by this incident. An internal CAPA was initiated and closed. The risk of a recurrence of this problem was considered to be very low. Additionally, the risk that a tango optimo user might suffer an injury from this incident was assessed to be not likely at all. The worst that may happen to an user is a very slight blow of the pipettor against his or her hand.